Manufacturer narrative:
(B)(4) g2: foreign - event occurred in thailand. The reported event was confirmed by review of pictures. Photographs provided shows a post-operative exam with signs of deviation at the entry point for the electrode. During the next schedule preventative maintenance after the reported event on january 29, 2026, there were no issues observed with the device. The system passed all tests and checks. The reported products were reviewed for compatibility with no issues noted. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during post-operative evaluation, a computed tomography assessment performed with one surgical planning/navigation software produced inaccurate measurements, while assessment with an alternative software produced accurate measurements. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.